Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reporter condition of "cord damage" could be confirmed. During service the device condition was noted in the pre-repair assessment notes. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Device received from (B)(6) for service. During servicing cord damage was discovered. The device was not used in surgery. There was no injury or medical intervention reported. There is no additional information provided.